Event description:
The manufacturer received information alleging a patient came disconnected from the ventilator and a circuit disconnect alarm occurred and the ventilation volume lowered. The patient's blood oxygen level decreased. The patient needed to be manually ventilated with a bag valve mask and the device was replaced. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarm as designed.

Manufacturer narrative:
The manufacturer previously received information alleging a patient came disconnected from the ventilator and a circuit disconnect alarm occurred and the ventilation volume lowered. The patient's blood oxygen level decreased. The patient needed to be manually ventilated with a bag valve mask and the device was replaced. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarm as designed. H1 section has been corrected and updated in this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient came disconnected from the ventilator and a circuit disconnect alarm occurred and the ventilation volume lowerd. The patient's blood oxygen level decreased. The patient needed to be manually ventilated with a bag valve mask and the device was repalced. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarm as designed. After receiving further information from the patient it is determined that the initial report should have been filed as product problem only. Section b1, h1 and impact code in section h6 has been updated/corrected.